Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. The customer had symptoms such as and treated with insulin pump. Customer's blood glucose value was 529 mg/dl at the time of the call and treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer stated that the blood glucose was running high the infusion set cannula was bent when it was removed from the body. The insulin pump passed the displacement test and declined high pressure test. Customer also mentioned that the insulin pump buttons were hard to press and no significant event leading to keypad anomaly was observed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined insulin pump replacement . No product is expected to return for analysis.